Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 mg/dl. The cause of the high bg was not known. In addition, the customer reported receiving an alarm 19 while attempting to deliver a bolus to address the bg level. Reportedly, the customer would obtain alternate insulin therapy, and declined further follow-up from tandem technical support regarding alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported high blood glucose event was identified.